Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the omsc confirmed the attached photograph. The tissue pad of the subject device was partially missing. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The tissue pad was damaged since the user activated output while the user grasped a partially separated tissue pad, or the tissue pad was broken off when the tissue pad was subjected to a load. The above device handling has warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, the subject device was used. After 5-6 hours since the surgery began, the distal end of the tissue pad of the subject device was missing. The tissue pad may have fallen inside the patient. Since the fragment was not found, the user performed the intraperitoneal irrigation carefully. The intended procedure was completed with another device. The subject device was discarded by the user. There was no patient injury reported.